Manufacturer narrative:
A follow-up report shall be submitted upon completion of the device evaluation.

Event description:
During placement of stent into the right iliac artery, stent was noted to be inadequately deployed, requiring snaring. This resulted in disruption on the arteriotomy site and transfer for vascular surgical repair.